Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. The force sensor was also found to be out of calibration. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 10/22/2013.

Manufacturer narrative:
Follow-up #1 date of submission 11/04/2013 device evaluation:the pump has been returned and evaluated by product analysis on 10/22/2013 with the following findings:investigation revealed a dim and discolored display screen. The force sensor was also found to be out of calibration. A review of the black box history did not reveal multiple ¿loss of prime ¿due low non-zero force warnings. The pump successfully powered on and displayed the verify screen. The ¿ez-prime¿steps were successfully performed on the pump. Unrelated to the complaint, the pump was exercised for 24 hours and a ¿loss of prime¿ occurred during testing. No intermittent issues were noted with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.